Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water supply volume did not meet the standard value due to clogged nozzle. Foreign material was found inside of the nozzle due to insufficient cleaning. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down knob was out of the standard value. And the adhesive on the bending section cover was chipped. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they have not wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material remained in the device since the reprocessing deviated from the instruction manual. However, a definitive root cause for the foreign material could not be established and foreign material could not be identified. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported air/water flow issues on the evis lucera elite gastrointestinal videoscope. The issue was found during preparation before use inspection for an unspecified diagnostic procedure. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign materials inside the nozzle. There were no reports of patient or user harm associated with this event.